Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-06801. It was reported that stent migration occurred. The target vessel was located in the external iliac vein. After a 18x60/10fr 75cm wallstent&#59397;endoprosthesis and two additional 16x40/9fr 75cm wallstent&#59397;endoprosthesis were successfully deployed and overlapped to the target lesion, the wire was re-inserted; however, the wire caught up with the most distal 16x40/9fr 75cm wallstent&#59397;endoprosthesis stent and was the stent edge was folded in. Also, the 18x60/10fr 75cm wallstent&#59397;endoprosthesis migrated to the proximal inferior vena cava (ivc). No intervention was done to resolve this issues and the stents were left as it is. The patient had a good flow through the stents and will be on anticoagulants. The patient's status was stable and will be closely monitored.